Event description:
It was reported that the bracket on the crossbrace of the 6628 rails is broken. No injury reported. The rails are more than 4 years old. The part larry needed is no longer available 1047096. Referred to dealer for resolution.